Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop. The customer reported the unit was on a patient when this occurred. The customer stated there was no harm or injury.